Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted a separated wire near the tip of the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and did not exhibit any damage. The cable segment was sticking out at the wrist about 0.405 in length. The cable broke under tensile loading. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.